Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable connecting ECG a and the front te, as well as the cable connecting the distribution node (dn) and the rear therapy electrode (te) were cut, damaging the wires in both cables. The root cause for cut cables was physical abuse. No adverse event resulted from the damage electrode belt.

Event description:
During servicing of an electrode belt which was return for evaluation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) was unable to complete incoming functional testing.